Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to elevated counts to the sensing integrity counter (sic) and low impedance values. The lead further exhibited variable impedance values as well as oversensing and noise. During the revision, the physician was unable to insert the stylet into the lead. The lead was capped and replaced. During the replacement of the lead, the implantable cardioverter defibrillator (ICD) setscrew became misaligned and would not advance. A service kit with additional set screws was handed off and an attempt at realignment of the existing set screw and introduction of a new set screw was attempted without success. A new device was implanted after multiple unsuccessful attempts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.